Event description:
It was reported that the patient presented to the ER after receiving shocks. It was determined that the lead was fractured. Over the next 12 hours, sensing decreased and the pacing impedance increased, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.